Event description:
Additional information was received on (B)(6) 2012 when the physician reported the last diagnostics showed output=oki/lead impedance=ok/dcdc=3 on (B)(6) 2012. The physician believes that the patient's generator needs to be replaced. The troubleshooting that was performed was to reset the handheld and replaced wand. The physician stated that he would not provide any further information on the patient. Although surgery is likely it has not occurred to date.

Event description:
Clinic notes were received from a vns treating physician on (B)(6) 2012. Review of the clinic notes dated (B)(6) 2012 revealed that the patient had an episode of seizures in september. The physician tried to interrogate the patient's vns but received no response. The patient was referred for battery replacement. The previous clinic notes from (B)(6) 2012 revealed that the patient had been seizure free and her vns was working well. The vns was interrogated and the patient was at settings of output=1.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output=1.5ma/magnet pulse width=500usec/magnet on time=60sec. A battery life calculation was performed which showed 2.53 years remaining until eri=yes. Good faith attempts were made to the physician for additional information but were unsuccessful. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.